Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with dyspnea and bright red blood in stool. On (B)(6) 2018, the prothrombin (pt)/inr was 26.9/2.7 seconds and hemoglobin (hgb) was 8.8 g/dl. Esophagogastroduodenoscopy (egd) found no signs or symptoms of bleeding. On (B)(6) 2018, colonoscopy revealed actively bleeding at the proximal ascending colon. Arteriovenous malformation (avm) was treated with argon plasma coagulation (apc). Epinephrine and hemoclip were placed with effective hemostasis. Patient was on aspirin (asa) and coumadin at time of bleeding event. Asa was held but coumadin remained. Patient discharged to home on coumadin with no asa on (B)(6) 2018. No additional information was provided.